Event description:
It was reported that the device may be reaching the elective replacement indicator [eri] prematurely. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.